Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had poor battery life of less than 7 days, rewind was slower and buttons were unresponsive. The customer's blood glucose level was unknown. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response on esc, act, up arrow and down arrow button due to flattened dome switch. J2 connector was inspected and locked on lcd board noted. Unable to verify rewind anomaly or battery last less than expected. (B)(4).